Event description:
A (B)(6) with longstanding type 1 diabetes managed with insulin pump. Two episodes of diabetic ketoacidosis occurred within 4 months, requiring hospitalization each time. Insulin pump replaced after second episode.